Event description:
The user facility reported that during a transurethral resection procedure the tip broke off inside the pt's bladder after 20 minutes of use. The tip was successfully retrieved with a grasper however, the procedure was prolonged by 5-10 minutes. A new device was used to complete the procedure. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for eval. When eval is completed this report will be supplemented.